Manufacturer narrative:
Device evaluated by manufacturer: no, lens not returned. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -09.5 diopter, in the patient's eye. The lens was explanted due to being too large. The lens was exchanged for a shorter lens with no patient injury. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Method: process evaluation: device history record review. Result: (operational problem): based on the DHR review and root cause analysis, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may have created or not detected a nonconformance of the lens. Physician report does not indicate that any exceptional event or condition would have caused excessive vault of the lens. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. (B)(4).

Event description:
Additional information received - the lens was implanted in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting, elevated intraocular pressure, narrowing of the angle, angle closure and shallowing of the anterior chamber. The patient is doing great

Manufacturer narrative:
Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Based on the DHR review and root cause analysis, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may have created or not detected a nonconformance of the lens. Physician report does not indicate that any exceptional event or condition would have caused excessive vault of the lens. (B)(4).

Event description:
Additional information received - the lens was implanted in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting, elevated intraocular pressure, narrowing of the angle, angle closure and shallowing of the anterior chamber. The patient is doing great